Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that protective caps of ez-io needles are detached in the closed packaging's. There is a risk of packaging perforation and there is also a serious risk of injury.